Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. No lot/serial number was reported; therefore, a device history record (DHR) review was unable to be completed. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported " issues with touhy (locking device) providing secure of wire and prevention of fluid leakage out of introducer sheath or air entry into introducer side port. Extensive education has taken place, touhy requires excess force to secure". Additional information states that the patient successfully had a permanent pacemaker placed. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported " issues with touhy (locking device) providing secure of wire and prevention of fluid leakage out of introducer sheath or air entry into introducer side port. Extensive education has taken place, touhy requires excess force to secure". Additional information states that the patient sucessfully had a permanent pacemaker placed. The patient's current condition is reported as "fine".